Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Guidewire coiled/knotted when advanced to auxiliary vein. Difficult to remove wire, would not unravel.

Manufacturer narrative:
The device involved in the incident was returned for evaluation. It was reported that the device tip had knotted. Visual inspection of the returned device revealed no signs of knotting. The guidewire is kinked approximately 3.5 cm from the tip. The ball tip and core wire are intact. It appears the guidewire may have been stressed beyond the design capabilities. The guidewire contract manufacturer was notified of the incident and conducted a review of the manufacture records for the lot number reported. The method used for the investigation was device history record (DHR) review which determined the following: personnel was properly trained; no reports of internal nonconformance were found; the reviews of the DHR demonstrate compliance and conformance to applicable procedures and specifications. Based on the event description provided, there is no evidence to confirm the issue was caused by inadequate manufacture of the product. The root cause is indeterminable.